Event description:
A medtronic presentative reported that two of the stealthstation tria navigation system locking and directional casters were broken during transportation. There was no pt present.

Manufacturer narrative:
Per RMA, two of the four locking and directional casters were broken from the base. The malfunction was confirmed and directly related to the reported event. The pt were replaced to resolve the issue.